Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient reported ongoing pain from moderate to severe from 6 month, 1 year, 2 year, and 3 year clinical visits post implantation. At the 4 year clinical visit, the patient no longer reported pain, but did report stiffness and trouble with daily activities. No revision procedure has been reported.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00160, 0001822565-2019-02042, and 0002648920-2019-00347. Concomitant medical products: tibia cemented 5 degree stemmed right size d catalog#: 42532006702 lot#: 63232353, articular surface fixed bearing cruciate retaining (cr) right 13 mm height catalog#: 42521000413 lot#: 62288208. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently the patient has continued to report ongoing pain from moderate to severe from 6 month, 1 year, 2 year, and 3 year clinical visits. No revision procedure has been reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon further review, the updated timeline included complaint categories for the findings throughout the four year study that the patient has completed thus far. Functionally, the patient has shown improvement over the last 4 years and has reported a decrease in pain. However, she still notes some subjective or patient-perceived difficulties. Objectively, the patient has full range of motion, no instability, ambulates satisfactorily, and demonstrates no abnormalities on xray. Therefore, clinically, the patient shows improvement and and a successful tka at four years. However, the patient reports she is extremely anxious / depressed at her visits and suffers from spinal arthritis and fibromyalgia which can interfere with the patient's perceived pain and overall daily function as well as her response to treatment. Fibromyalgia as defined by the mayo clinic is a disorder characterized by widespread musculoskeletal pain accompanied by fatigue, sleep, memory and mood issues. Researchers believe that fibromyalgia amplifies painful sensations by affecting the way your brain and spinal cord process painful and non-painful signals. Therefore, without clinical support of these findings, the patient condition would be the root cause of these subjective outcomes reported throughout the four year study and would not be considered to be abnormal findings.